Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was damaged and the usb cable had to be maneuvered for the pump to charge. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.